Event description:
It was reported that the patient had generator and lead replacement surgery. The explanted products are not expected to be received by the manufacturer due to the hospital's policy.

Event description:
Review of the available programming and diagnostic history showed that the vns patient¿s device was tested on (B)(6) 2012 and normal mode diagnostic test showed a high impedance condition (dcdc ¿ 7). The device was subsequently disabled. A system diagnostic test was last performed on (B)(6) 2011 which showed lead impedance within normal limits (dcdc ¿ 2). Follow-up revealed that the patient¿s device settings had been titrated up to therapeutic levels and that the patient received some efficacy from the device. When the high impedance condition was found, the patient elected not to undergo surgery to replace the lead and disable the device.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up revealed that the patient was experiencing shocking feelings in the neck. The lead was replaced due to a lead break identified.